Event description:
At the beginning of an atrial fibrillation procedure, a leak was noted. During the left atrium anatomy tridimensional reconstruction, a leak was noted at the end of the tacticath handle near the tension control knob. The catheter was replaced and the procedure was completed with no consequences to the patient.

Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. No visual anomalies were noted. The catheter was tested for occlusions/leaks in the irrigation utilizing a uson leak test device. Functional testing revealed air escaped from the handle during the irrigation leak test. The handle was disassembled to inspect the irrigation junction and a syringe was used to push water through the irrigation assembly. A leak was noted at the distal/proximal irrigation tubing junction within the handle. The results of investigation confirmed a leak in the handle which was determined to originate from the bonding joint between the proximal and distal irrigation tubing.